Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of right ventricular lead damage and noise were confirmed. A complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and right ventricular conductors with arcing noted at this region. The optim sheath was dissected and removed to examine the insulation beneath. Visual inspection noted an external insulation abrasion breaching the right ventricular cable lumen, inner coil lumen, and polytetrafluoroethylene (ptfe) liner at the proximal region consistent with friction to device can. One of the right ventricular ethylene tetrafluoroethylene (etfe) cable coatings was noted abraded. The cause of the reported events is consistent with friction to device can.